Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba. Powered in uvt service mode and entered event error log, reported problem was duplicated and multiple transducer error events were recorded. Perform transducer calibration on pt802, powered on ventilating mode and reported problem was duplicated. Unit alarming transducer fault in top alarm banner. Findings/root-cause: reported problem was duplicated and isolated to transducer pt802. This issue is addressed in an internal correction.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and found that the system autocycles. Checked exhalation transducer calibration. Correction factor too low. Replaced main board and system checks ok. Fio2 adjusted.

Event description:
The customer reported that the ventilator displayed transducer fault during setup. No patient involvement.